Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working properly. The device was explanted and replaced. There were no patient complications reported.